Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown. As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter was occluded and embedded. The patient is reported to have undergone a failed removal attempt. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty and filter embedment events could not be confirmed and the exact cause could not be determined. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization around the filter struts. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to embedment and occlusion. The patient is reported to have undergone a failed removal attempt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b6, b7, d11, g3, g4, g7, h1, h2 and h6. Section b5: additional information received per the medical records indicate that one day prior to the index procedure a computed tomography (CT) was performed. It was compared to a scan done the day of the procedure. A large parenchymal hemorrhage involving the left temporal lobe and extending to the left parietal lobe was identified. An additional focus of hemorrhage was seen in the left subinsular cortex region. There was a regional mass effect and mild midline shift towards the right measuring 5 mm. The left lateral ventricle was effaced by the regional mass effect and edema surrounding these parenchymal hemorrhages. No acute infarct was identified. An mr angiogram reveals minor irregularity of the distal branches of the cerebral arteries, no high grade stenoses or aneurysms were identified in the main cerebral artery branches. No herniation was identified. Very mild increased vascularity was present in the left cerebral hemisphere of uncertain clinical significance. By report, the patient has a history of vasculitis.   The filter was deployed via the patient's right common femoral vein. The filter was placed in the infrarenal inferior vena caval area. The patient tolerated the procedure well and there was no complication.   Additional information received per the patient profile form (ppf) states that the patient experienced fracture, filter embedded in wall of the inferior vena cava (ivc), blood clots, clotting, and/or occlusion of the ivc. The form also states that the device was unable to be retrieved. There was an unsuccessful removal attempt. The patient became aware of the reported events nine years and four months after the index procedure. They also reported that they have experienced anxiety related to the filter. As reported, the patient had placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. CT scans at the time of implant showed large parenchymal hemorrhage involving the left temporal lobe and extending to the left parietal lobe was identified. An additional focus of hemorrhage was seen in the left subinsular cortex region. There was a regional mass effect and mild midline shift towards the right measuring 5 mm. The left lateral ventricle was effaced by the regional mass effect and edema surrounding these parenchymal hemorrhages. No acute infarct was identified. Medical history includes vasculitis. The filter was deployed in the infrarenal inferior vena caval area. The patient tolerated the procedure well and there was no complication. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to embedment and occlusion. The patient is reported to have undergone a failed removal attempt. Per the patient profile form (ppf), the patient reports filter fracture, filter embedded in wall of the inferior vena cava (ivc), blood clots, clotting, and/or occlusion of the ivc. The form also states that the device was unable to be retrieved. There was an unsuccessful removal attempt. The patient further reports anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.